Manufacturer narrative:
Explant was reported due to regurgitation and a leaflet was found at explant. Leaflets 2 and 3 were torn. There was circumferential white tissue on the inflow surface which extended onto all three leaflets and which narrowed the inflow diameter. There was a think layer of thrombus on the outflow surface of leaflet 1. No significant calcifications or acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a visit with the in the clinic with the cardiologist on (B)(6) 2021, the patient presented with dyspnea and complained of having loss of energy. The patient underwent an echocardiogram (echo) of their implant which revealed regurgitation. The patient was sent to the hospital for further management. An explant procedure was performed and upon inspection, the valves right leaflet was torn off. A new 25 mm non-abbott valve was placed. The patient remained stable throughout the procedure and is reported to be doing well post procedure. No additional information was provided.